Manufacturer narrative:
(B)(4). Based on the reported information stating that guidewire withdrawal was repeatedly attempted, as the distal section was stuck in the obtuse marginal (om) branch due to unspecified cause; it is inferred that the guide wire was damaged and separated due to metal fatigue after repeated manipulation. This suggests a failure to follow the instructions, however, it could not be confirmed because the device was not returned for investigation. Investigation of the production record could not be conducted as no lot information was available. All shipped products are inspected for meeting the release acceptance criteria. It should be noted that the warning section of the instructions for use (IFU) states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of the resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Additionally, separation or breakage of guidewire is one of possible complications and adverse events. In this case, since the tip of the guide wire became stuck in the lesion, force was required in an attempt to remove the wire, causing it to separate as a result.

Event description:
It was reported that the target lesion was in the extensively calcific obtuse marginal (om) branch. An attempt was made to open the totally occluded artery using a grandslam guide wire and an unspecified balloon. The unspecified balloon was removed because it would not cross the lesion, then the grandslam guide wire was attempted to be removed. However it became stuck in the om branch and was unable to be removed. Multiple attempts to retract the guide wire were unsuccessful and the guide wire subsequently separated. The patient was sent to the operating room. In addition to removal of the guide wire, the patient underwent three-way bypass for occluded arteries. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc (B)(4); however, (B)(4) distributes the device and is responsible for MDR reporting. (B)(4) - withdrawal against resistance. (B)(4). It is indicated that the device will not be returned. A follow-up will be submitted with all relevant information.